Manufacturer narrative:
D10 concomitant products: unknown - polys unknown polysorb suture - (lot#unknown); unknown - maxon unknown - maxon - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study including 10 maternal-fetal pairs requiring laparotomy-assisted fetoscopic myelomen ingocele repair for spina bifida was completed between 2018 and 2024. Maxon suture was used for tension stabilization as a transuterine suspension stitch by entering the uterus, passing through the fetal skin, and exiting back through the uterus. Polysorb suture was used to tack the fetal dural patch in place, to close the myofascial layer if a myofascial flap was required, and to close the uterine port sites. Maxon and vloc sutures were used to close the fetal defect skin layer. Maternal complications included postoperative pain requiring prolonged placement or replacement of an epidural for pain control. All patients following this transition were able to be weaned from the patient-controlled epidural analgesia (pcea) and transitioned to oral pain medications by postoperative day two. Prior to that, the duration of pcea ranged from 2 to 6 days, with one patient requiring replacement of the epidural for poor pain control. Neonatal complications noted after birth included wound dehiscence and cerebrospinal fluid leakage requiring reoperation. Outcomes following fetoscopic repair of myelomeningocele: a prospective single-center experience: vincent duron, prenatal diagnosis, 2025